Event description:
It was reported that device is leaking from tank. Leak occurred prior to use and display is broken. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device used and with scratches on enclosure and tank cover. Customer?s reported issue was verified. Leak was duplicated, and lcd functioned as intended. The root cause of the reported issue was determined to have been caused by the tank cover cracked causing leak. Actions taken to mitigate the reported issue: a new enclosure, cover, and gasket would be needed but device is beyond economical repair and will be scrapped due to age. Device is twenty-one years old. UDI information is unknown. G3: report source is unknown.